Manufacturer narrative:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, perforation, tilting, perforation into and abutting an organ. Per the medical records received for review, the patient was reported to have a diagnosis of hemangiopericytoma of the right posterior parietal region. Approximately eight months after the filter was implanted, the patient had a follow up visit consultation with radiation oncology status post removal of a malignant brain tumor. At the time the patient expressed desire to have the optease inferior vena cava (ivc) filter removed and was referred to endovascular. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation into and abutting an adjacent organ, tilting of the filter and fractured filter struts retained within the ivc, becoming aware of these events approximately eight years and seven months after the filter implantation. The patient further experienced anxiety related to the filter. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-fractured - in patient, filter-tilt, inferior vena cava perforation, perforation of organ and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported events. According to the IFU, which is not intended as a mitigation of risk, ¿warning: filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism. Retrieval of the cordis optease® retrievable filter with a filter fracture present may result in complications.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review, the reported tilt and perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown whether the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Due to no lot number being provided, a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation, tilting, perforation into and abutting an organ. Per the medical records received for review, the patient was reported to have a diagnosis of hemangiopericytoma of the right posterior parietal region. Approximately eight months after the filter was implanted, the patient had a follow up visit consultation with radiation oncology status post removal of a malignant brain tumor. At the time the patient expressed desire to have the optease inferior vena cava (ivc) filter removed and was referred to endovascular. Additional details were not provided. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation into and abutting an adjacent organ, tilting of the filter and fractured filter struts retained within the ivc, becoming aware of these events approximately eight years and seven months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation, tilting, and perforation into and abutting an organ. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation, tilting, perforation into and abutting an organ.